Manufacturer narrative:
Although requested, the customer indicated that the device is not returning for testing and investigation.

Event description:
The event involved a plum a+, with unknown list number, that was noted to be leaking during infusion of taxol chemotherapy. It was further noted that the pump tubing cartridge was leaking fluid and approximately 10ml of fluid spilled. No one was harmed as a result of the reported event.